Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-1588rtt acl fibertag serial/batch number (B)(6) was received for investigation. Functional testing found that the device is functioning as intended. Visual evaluation of the returned device found that the needle is no longer attached to the device. Visual evaluation of the attachment picture it is inferred that the needled is no longer attached to the suture. The root cause of the reported failure mode is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On the 28th december 2022 it was reported via email by an arthrex sales representative that an ar-13120g-2, (depth guide mini) - no batch# provided. During a wrist orif - distal radius, the depth gauge broke. The thin part of the device snapped from the measuring part of the device. There was no harm to patient and a different depth gauge was utilized.